Manufacturer narrative:
Section e: this event occurred at national cerebral & cardiovascular ctr. In osaka, japan manufacturer's investigation conclusion: the relevant sections of the device history records for vad-62347 were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The hmii patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number vad-62347, and the reported pump noise could not be conclusively established through this evaluation. The submitted log file contained data spanning approximately 2 days that primarily consisted of pulsatility index (pi) events. No notable events or alarms were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. It was reported that the patient repeatedly complained of strange noises from the pump. The patient was asymptomatic and had no abnormal parameters. Additional information received indicated that the noise began immediately after device implantation and had not resolved as of 01oct2021. It was noted that if the type of noise changes, the patient will consult their doctor and additional log files will be analyzed. The patient remains ongoing on heartmate ii lvas, serial number vad-62347. No further related events have been reported at this time. The heartmate ii lvas instructions for use and the heartmate ii patient handbook instruct patients to call their hospital contact right away if they notice a change in how the pump sounds, feels, or works and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was repeatedly hearing strange noises from the pump. The patient was asymptomatic and no abnormal pump parameters were observed. Review of the patient's log file showed pulsatility index (pi) events, and the pump appeared to be functioning as intended. The noise continued to occur and the site would be following up to determine the cause of the noise. If the noise changed the patient was instructed to promptly consult their doctor so additional log file analysis could be performed.